Manufacturer narrative:
The device was not returned for analysis and a review of the lot history record and similar complaint review could not be performed as the part and lot number regarding the complaint device was not provided. The investigation was unable to determine a cause for the reported deaths. Death is are listed in the instructions for use (IFU) as a known possible complication associated with the mitraclip procedures. There is no indication of a product issue with respect to manufacture, design, or labeling. D4: the UDI number is not known as the part and lot number were not provided. Attachment: article titled "impact of gender on mortality after transcatheter edge-to-edge repair for functional mitral regurgitation".

Event description:
This will be filed to report patient death. This research article is a retrospective study designed to evaluate the impact of gender on long-term mortality after transcathetr edge-to-edge (teer) repair for functional mitral regurgitation (fmr) using multicenter registry data. Complications identified in the study included death. Details are listed in the attached article titled, "impact of gender on mortality after transcatheter edge-to-edge repair for functional mitral regurgitation".